Event description:
It was reported that during da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors was found to have a damaged cable at the tip. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information. Per customer, the monopolar curved scissors was inspected prior to use and no anomaly was noted. The cable broke during procedure. There was no report of any collision or arcing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors associated with the complaint and completed the investigation. Failure analysis investigations replicated and confirmed the customer reported complaint of damaged cable at tip. Failure analysis found the primary failure of broken grip cable. The instrument was found to have a broken grip cable at the distal end. The root cause of broken - distal instrument grip cables was attributed to a component failure. An additional observation not reported by the site was also identified. The instrument was found to have thermal damage on the orange tube extension at the distal end. The root cause was attributed to mishandling/misuse. A review of the site's complaints does not show any additional complaints related to this product and/or this event. A review of the instrument log for part# 420179-23/lot# n10210524 0546 associated with this event has been performed. Per logs, the monopolar curved scissors was last used on (B)(6) 2021 on system sh2301 with 1 lives remaining. A review of an image provided by the customer confirmed a broken grip cable. Based on the additional information obtained from failure analysis investigation, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.